Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, an aneurysm enlargement with no obvious endoleak was detected by CT. In addition, there appears to be a wire fracture of the bifurcated device. The physician plans to reline with an ovation device in early november and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported event of wire fracture, and the sac growth is not confirmed. In addition, it was confirmed that there is no overt leak. The relatedness of this complaint cannot be determined. Procedure related harms or the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Patient code - remove 1924. Device code - remove 1260. Conclusion code - remove 11.

Event description:
Additional information received confirming that the patient has not followed-up with the physician to be scheduled for re-intervention. In addition, it is confirmed that there is no report of wire fracture.